Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a possible stroke and needed an MRI. Nevro attempted to obtain a medical assessment regarding the nature of the symptoms but was unsuccessful.